Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that a loss of prime had occurred 3 or more times with at least 3 separate cartridges from 2 separate boxes in a 30 day period. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2015 with the following findings: the pump powered on with the returned battery cap. Multiple loss of prime warnings with an unidentified low force was observed in the black box. The pump was exercised for 24 hours with a 1 unit per hour basal program. No loss of prime or prime related warnings were duplicated. The pump passed a force calibration check with a reading of 190. The pump case was removed for further investigation and the force sensor pins were seated and the solder connections were intact. There was no evidence of contamination or cracks to the force sensor traces. No evidence of moisture or loose components were found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.